Event description:
It was reported that air bubbles occurred. During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was prepared and inspected according to standard practice with no visible defects noted. The device was introduced into the patient without difficulty. After insertion, the dilator was removed and the farapulse catheter was advanced through the valve. Aspiration of the faradrive sheath was performed, during which air bubbles were observed. A repeat aspiration was performed, and additional bubbles were again noted. Gentle aspiration was then conducted, after which no further bubbles were observed. No air was seen entering the patient at any time. The procedure continued without further incident and was completed using the device. No patient complications occurred, and the patient recovered fully.